Manufacturer narrative:
Added information to b.5 and h.6. Investigation is ongoing.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was returned for evaluation. During visual inspection, the valve was returned crimped on the inflation balloon with the outflow end supported with the flex tip. A crimp balloon tear was confirmed. Gouges could be seen on the flex tip. Due to the nature of the complaint, no functional testing was able to be performed. The event was confirmed through visual inspection. Double wall thickness of the crimp balloon was taken. An out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were with specifications. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and device training manual were reviewed. During thv delivery, prepare the edwards sheath introducer set per its instructions for use. Insert the loader assembly into the sheath until the loader stops. Advance the delivery system until the thv exits the sheath. For iliofemoral access, the thv should not be advanced through the sheath if the sheath tip is not past the bifurcation to minimize the risk of vessel damage. The thv should not remain in the sheath for over 5 minutes as leaflet damage may result and impact valve functionality. In a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Engage the balloon lock. Utilize the fine adjustment wheel to position the thv between the valve alignment markers. Do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the thv past the distal valve alignment marker to minimize the risk of improper thv deployment or thv embolization. Maintain guidewire position during valve alignment to prevent loss of guidewire position. Utilize the flex wheel to access and cross the valve. Disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. Begin thv deployment by first unlocking the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment (pra). No product non-conformance was identified during the evaluation and the occurrence rate did not exceed control limits. In this case, the material separation occurred prior to thv deployment and resulted in procedural delay. The pra remains applicable, and no further action is required. A corrective action preventative action (CAPA) was previously initiated to capture additional information that currently exists in the training manuals into the IFU for the sapien 3 and commander delivery system. The content consisted of instructions related to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. The balloon tear was confirmed based on visual inspection of the returned device. Investigation of the device revealed no indication that a manufacturing non-conformance contributed to the event. A review of DHR, lot history, and manufacturing mitigations supports that the delivery system had proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Potential root causes for material separation between inflation balloon and crimp balloon have been identified and documented in the pra. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of increased valve alignment forces could be residual fluid in the balloon, patient tortuosity, and performing valve alignment in a non-straight section. According to case notes, the inability to inflate the balloon was observed during valve deployment. Performing valve alignment in a non-straight section (if any) can cause the valve struts to 'dive' into the flex tip, as seen by the flex tip gouges. Gouging is observed as indicative of increased forces experienced during the procedure. Likewise, if the valve is unseated (non-coaxial placement in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon by causing tension to the system. Instructions in the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary.' It is possible that increased forces during the procedure weakened the balloon causing the balloon tear. However, due to lack of additional patient or procedure information, a definite root cause was unable to be determined at this time. Available information suggests patient factors (tortuosity) and procedural factors (valve alignment performed in a non-straight section) could have contributed to the reported event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tf tavr case, while inflating the delivery system to deploy the valve the balloon could not be expanded at all and the inflation device aspirated blood, indicating a possible leak. The system had to be completely removed, without damage to the sheath or patient vasculature, and replaced with a new one. The second attempt with the new system was then successful. The patient was not harmed.